Event description:
It was reported to philips that there was an issue with footswitch. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) confirmed there was no issues with the footswitch. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The footswitch is confirmed to be functioning correctly. Hence, philips has determined the complaint is non-reportable. The codes have been updated based on the investigation's outcome.